Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 23 mm xience v stent delivery system (sds) was advanced without issue. The stent was deployed at 10 atmospheres (atm), but was not fully apposed to the vessel wall. During removal of the sds, the unopposed stent became displaced. A new xience v stent was deployed at 14 atm to crush the dislodged stent against the vessel wall. No additional treatment was performed. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.